Event description:
During a workstation test of fetal monitors and the perinatal information network product alarm function executed by the biomed tech, the alarm display did not work correctly on one workstation. On subsequent tests, it failed on different workstations. Alarms are generated based on a hospital set threshold, generally 110 bmp for the low and 160 bmp for the high. When the fetal heart exceeds one of these threshold for more than hospital set times, a visual flashing red icon (should be) displayed on the toolbar above the fetal trace for the pt on the bedside workstation.

Manufacturer narrative:
Based on the test (item 6, pages 1) , lifecare created a startup procedure required by all hospitals using the alarm fracture on a workstation. This "operational check procedures" includes an initial test of the alarms feature before pt admit to assure proper operation. The procedure includes additional steps that will correct the condition should it occur during the running of the operational check procedure . The nursing staff did not appear to fully understand the proper use of the alarm function and may have assumed greater functionality than the product was designed to deliver. The alarm function is designed to augment and enhance the clinician's ability to identify a possible troubled pt, but was not designed to replace regular review of the information displayed in the fetal trace which is available at the nurse's central station and at any bedside workstation where the assigned nurse chooses to review it. All tests to date indicate that the fetal trace information was correct and available to the nursing staff. Lifecare recently completed extensive on-site clinical training for the nursing staff of the facility in question, emphasizing the appropriate settings for, and use of, pt alarms in day-to-day clinical practice. In response to the test findings, lifecare is in the process of installing certain diagnostic software designed to capture the behavior of the system as it relates to alarm threshold signals, and has planned for this software to be in place in time for the next scheduled workstation test of fetal monitors and the pin products alarm function, to be precaution, lifecare will develop, test and implement any necessary changes to the software code for the facility in question as well as the balance of the pin customer base.